Event description:
The patient reported that her infusion device shut down without warning. She stated that she was aware of the recall and understood that she needed to change her power pack every 2 weeks. She indicated that she forgot to change the power pack due to the holidays. The patient inserted a new power pack and the device successfully powered up. The patient did not experience any blood glucose concerns. The patient did not require any medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.